Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the joystick will turn on and off by itself, and when powered on, it will not always turn off with the using the switch.